Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the right ventricular (rv) lead was connected to a new implantable cardioverter defibrillator (ICD) the lead exhibited high impedance and was possibly fractured. The lead was reprogrammed, remains in use, and it is unknown at this time if the lead will be replaced. No patient complications have been reported as a result of this event.